Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
It was reported that the customer had a blood glucose level of 50 mg/dl. The customer stated she would treat with food. The product is not being returned. Nothing further was reported.